Manufacturer narrative:
The technician noted that the device had a damaged o-ring, and it was causing unintended activation.

Event description:
It was reported that during a surgical procedure at the user facility, the device ran on. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the device ran on. No delay, no medical intervention and no adverse consequences were reported with this event.